Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the on/off switch was found to be damaged. The reported allegation was confirmed. Additionally, the articulated arm was found out of alignment. The fse replaced the on/off switch and switch harness. The articulated arm was returned and replaced. These actions restored console's functionality. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on all the available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the on and off power button is damaged and needs repair/replacement. There was no patient involvement. Additional information received indicated that the articulated arm was misaligned.